Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as per policy of the facility.